Event description:
Customer reported taking 6 units of novorapid via insulin pump based on result of 23 mmol/l obtained on the mobile system. Five minutes later customer tested 12 mmol/l on the mobile system and 11 mmol/l on a compact plus system. Approximately 30 minutes later customer "felt bad" and tested 2.9 mmol/l (unknown which system produced this result). Customer's mother treated her with sugar and low blood glucose symptoms improved. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(4). Caller did not provide product information for the compact plus system. Will not be returned to manufacturer.